Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise one day post implant resulting in 19 inappropriate shocks. Boston scientific technical services (ts) reviewed the episodes and noted that the noise is consistent with air entrapment which typically absorbs/dissipates within 24-48 hours. Troubleshooting was performed, and no noise could be reproduced. The device remains in service.